Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test due to faulty force sensor. The motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and prime fill anomaly. Pump received with cracked reservoir tube lip and scratched lcd window.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 345 mg/dl. Troubleshooting was performed. The device was returned for analysis.